Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time.

Event description:
Pt contacted dexcom technical support on (B)(6) 2012 to report that he had suffered a hypoglycemic episode around 2 am, during which cgm was reading 96 mg/dl while his bg was measured at 50 mg/dl. Pt fell and hit his head. Paramedics were called and pt was treated at the hospital with stitches on his head and a glucose drip. He was released the same day. Dexcom will be collecting receiver since pt is unable to send receiver data for eval. At the time of his call to dexcom technical support, pt reported that he was feeling fine.